Event description:
Case description: since last submission case has been updated with following information expected date of follow up report was extended. Narrative updated accordingly.

Event description:
Case description: since last submission case has been updated with following information expected date of follow up report was extended by 15 days narrative updated accordingly.

Event description:
Event [preferred term] (related symptoms if any separated by commas) hyperglycaemia [hyperglycaemia], drug solution was leaking [device leakage], sometimes, the drug solution would came out, and sometimes not [device malfunction], patient thought the spring of novopen was not working well [device issue], the patient could not inject properly and it was ineffective [device ineffective], injection site induration [injection site induration]. Case description: this serious spontaneous case from japan was reported by a consumer as "hyperglycaemia(hyperglycaemia)" with an unspecified onset date, "drug solution was leaking(device leakage)" with an unspecified onset date, "sometimes, the drug solution would came out, and sometimes not(device malfunction)" with an unspecified onset date, "patient thought the spring of novopen was not working well(device component issue)" with an unspecified onset date, "the patient could not inject properly and it was ineffective(device ineffective)" with an unspecified onset date, "injection site induration (injection site induration)" with an unspecified onset date, and concerned a female patient who was treated with novopen echo plus (insulin delivery device) from unknown start date for "device therapy", , fiasp (insulin aspart 100 u/ml) from unknown start date for "drug use for unknown indication", the patient's height, weight and body mass index were not reported. Medical history was not provided. Since an unknown date the patient used fiasp penfill with novopen echo plus. The patient felt that fiasp could not injected correctly for 2 or 3 months. The patient's blood sugar levels remained high. The patient thought the injection dose was insufficient and injected an additional drug solution. The patient injected into the abdomen, but each time the patient avoided insulin balls or injected them into a different area. The patient measured the patient's blood glucose levels using the dexcom g7. The patient's blood glucose (blood glucose) levels remain increased at 400 mg/dl and 500 mg/dl. The patient may have had a blood sugar level of 600 mg/dl. The patient thought the spring of novopen was not working well, so the patient stretched the spring every time of injection. Then the patient felt like the drug entered to the body.sometimes, the drug solution did not came out because the spring retracted. At that time, the drug solution came out from the side of novopen, and it was thought that the drug solution was leaking from the needle. Sometimes, the drug solution would came out, and sometimes not. When the drug solution did not came out, the patient injected 1 unit additionally. Even after injected 4 or 5 units, the patient's blood sugar level remained high. The patient noticed that the patient could not inject properly and it was ineffective. After the spring of novopen extended and injected, the patient's blood sugar (blood glucose) level suddenly decreased. The patient noticed that the injection successed. Batch numbers: novopen echo plus: has been requested fiasp: has been requested. Action taken to novopen echo plus was reported as unknown. Action taken to fiasp was reported as unknown. The outcome for the event "hyperglycaemia(hyperglycaemia)" was unknown. The outcome for the event "drug solution was leaking (device leakage)" was not reported. The outcome for the event "sometimes, the drug solution would came out, and sometimes not (device malfunction)" was not reported. The outcome for the event "patient thought the spring of novopen was not working well (device component issue)" was not reported. The outcome for the event "the patient could not inject properly and it was ineffective (device ineffective)" was not reported. The outcome for the event "injection site induration (injection site induration)" was unknown. Reporter's causality (novopen echo plus) - hyperglycaemia(hyperglycaemia) : unknown drug solution was leaking(device leakage) : unknown sometimes, the drug solution would came out, and sometimes not(device malfunction) : unknown . Patient thought the spring of novopen was not working well(device component issue) : unknown . The patient could not inject properly and it was ineffective(device ineffective) : unknown injection site induration (injection site induration) : unknown . Company's causality (novopen echo plus) - hyperglycaemia(hyperglycaemia) : possible drug solution was leaking(device leakage) : possible . Sometimes, the drug solution would came out, and sometimes not(device malfunction) : possible . Patient thought the spring of novopen was not working well(device component issue) : possible. The patient could not inject properly and it was ineffective(device ineffective) : possible injection site induration (injection site induration) : possible . Reporter's causality (fiasp) - hyperglycaemia(hyperglycaemia) : unknown drug solution was leaking(device leakage) : unknown . Sometimes, the drug solution would came out, and sometimes not(device malfunction) : unknown . Patient thought the spring of novopen was not working well(device component issue) : unknown . The patient could not inject properly and it was ineffective(device ineffective) : unknown injection site induration (injection site induration) : unknown . Company's causality (fiasp) - hyperglycaemia(hyperglycaemia) : possible drug solution was leaking(device leakage) : possible. Sometimes, the drug solution would came out, and sometimes not(device malfunction) : possibl.e patient thought the spring of novopen was not working well(device component issue) : possible . The patient could not inject properly and it was ineffective(device ineffective) : possible injection site induration (injection site induration) : possible. Event onset date is not reported in the case. However, the incident dates are captured to ensure the mir form is generated. This report is for a foreign device that is assessed as "similar" to us marketed novopen echo.

Event description:
Case description: since last submission case has been updated with following information expected date of follow up report was extended by 30 days. Narrative updated accordingly.